Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the sensor wire was reportedly missing. The patient did not experience any symptoms but went to the hospital. At the hospital no diagnostic tests were done, but an incision was made to see if the sensor wire was in the skin. No anesthesia was reported, and no sensor wire was found. There was no documentation of further medical intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
Product was provided for investigation. An external visual inspection was performed and failed due to damage and gooseneck. The allegation of a missing sensor wire was not confirmed via product. However, it was found that an applicator deployment issue occurred. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional. H6: investigation findings.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).